Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient gradually lost stimulation. An impedance check was performed and revealed high impedance. Reprogramming did not provide adequate coverage for the patient. Attempt to gather additional information was unsuccessful. No further information is available at this time.